Event description:
A field service engineer (fse) performed the field action upgrade for the spectrum rosa robot bs18975 on 06-nov-2019. During the preventive maintenance (pm) portion of the upgrade (around 13:53 est), the fse discovered that the tip of one of the pointer probe's (mt-02-157 s18195) appeared to be bent after two failed brain accuracy tests with the pointer probe. The max delta was well above the passing measurement for both tests. There was another pointer probe available (mt-02-157 s18222), so the fse compared them side by side and the tip definitely appeared to be bent, which would result in failed accuracy tests. The non-bent pointer probe was used for the brain accuracy tests, and passed. The site was notified of the bent pointer probe, and they removed it from their sterile tray so it would not be used. There was no patient involved, so no delay.

Manufacturer narrative:
It was reported that on 06-nov-2019, the tip of the pointer probe mt-02-157 s18195 was found bent by the field service engineer. As a result, the pointer probe did not pass the accuracy tests. This event most probably results from the pointer probe being damaged during use/storage leading to the tip being slightly bent. However, this cannot be confirmed with available information. Pointer probe mt-02-157 s18195 was returned at manufacturing site on 04-jul-2020 and was recalibrated.

Event description:
A field service engineer (fse) performed the field action upgrade for the spectrum rosa robot bs18975 on 06-nov-2019. During the preventive maintenance (pm) portion of the upgrade (around 13:53 est), the fse discovered that the tip of one of the pointer probe's (mt-02-157 s18195) appeared to be bent after two failed brain accuracy tests with the pointer probe. The max delta was well above the passing measurement for both tests. There was another pointer probe available (mt-02-157 s18222), so the fse compared them side by side and the tip definitely appeared to be bent, which would result in failed accuracy tests. The non-bent pointer probe was used for the brain accuracy tests, and passed. The site was notified of the bent pointer probe, and they removed it from their sterile tray so it would not be used. There was no patient involved, so no delay.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) performed the field action upgrade for the spectrum rosa robot bs18975 on (B)(6) 2019. During the preventive maintenance (pm) portion of the upgrade (around 13:53 est), the fse discovered that the tip of one of the pointer probe's (B)(4) appeared to be bent after two failed brain accuracy tests with the pointer probe. The max delta was well above the passing measurement for both tests. There was another pointer probe available (B)(4), so the fse compared them side by side and the tip definitely appeared to be bent, which would result in failed accuracy tests. The non-bent pointer probe was used for the brain accuracy tests, and passed. The site was notified of the bent pointer probe, and they removed it from their sterile tray so it would not be used. There was no patient involved, so no delay.